Event description:
Meter name: one touch ultra. Strip name: one touch ultra strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: none. A patient reported they were not able to test. Their meter allegedly would not power on. Not able to get a reading on the meter. Customer was not tested on any other equipment. Treatment was insulin, dosage unknown. No further information has been reported.